Event description:
It was reported on (B)(6) 2026, the patient underwent orif surgery for olecranon fracture. In the surgery, the torque function of the products failed to work when inserting into the plate, causing the screw heads to break. When the surgeon used a replacement of the same part number, the torque function worked without any problems, and it was able to fix the plate. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.